Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed due to a separated gripper line. The reported difficult or delayed positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information the reported difficult or delayed positioning appears to be related to procedural conditions. The reported single gripper actuation issue due to the separated gripper line was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, an exception (issue) 130421 is referenced. The investigation evaluated the reported issue, and the engineering group determined the probable root cause to be manufacturing variability of the l-lock component, leading to higher clearance than nominal and can increase the likelihood of a gripper line slip during the procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and was advanced under the mitral valve. However, a gripper became caught on the anterior leaflet. Troubleshooting was performed that the clip was able to be freed from the leaflet. The clip was inverted and brought back to the left atrium (la) and the grippers were retested. However, it was observed that the anterior side gripper would not deploy. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.